Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log found no keystrokes, programming, or use related events that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An external and internal inspection was performed and passed. Sample analysis did not verify the reported event and found no failure or malfunction that could have caused or contributed to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a heart attack and subsequently passed away due to the event coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized prior to death. The patient's last apd therapy began the night prior to the patient¿s death. The patient had been found to have passed away at home early the following morning. The patient was still connected to their homechoice device at the time of death, and the family was uncertain if the therapy had completed prior to the patient passing away. The death certificate was available and listed the cause of death to be heart attack, cardiovascular disease, and end stage renal failure. An autopsy was not performed. No additional information is available.